Event description:
The reporter stated that the surgeon inserted aa4203tl toric silicone lens. The lens tore the capsule during insertion into the eye. The lens was removed in pieces without enlarging the incision. A vitrectomy was performed. The reporter stated that the lens was the cause of the capsular tear. Surgery was completed using another lens.